Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an infection in the abdomen. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified bactericidal saline via peritoneal lavage (no further details). On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was recovered from the event. No additional information is available as the reporter declined further follow up.